Manufacturer narrative:
After review of the manufacturer¿s device registration system it indicates that ipg explant date as (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had their scs ipg replaced due to loss of stimulation with tonic therapy. It was later reported that patient stopped charging due to therapy was not helpful. Therefore, ipg was explanted and replaced; effective therapy was reportedly restored postoperatively.